Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
Questionable results were received between two coaguchek xs meters and two test strips lots. With a nurse's coaguchek meter serial number (B)(4) and strips from lot number 12134811, the result at 1:55 pm was 3.3 inr. Using the customer's meter serial number (B)(4) and strip lot 20663221, the results of two testings from the same finger at 1:50 pm were 4.8 inr and 3.1 inr. These testing were from a different finger than was used for testing with the nurse's meter. The nurse was not sure which result was accurate. Refer to the medwatch patient identifier (B)(6) for the customer's meter and strips. The coumadin dose was not adjusted based on the results. The customer was not adversely affected. Both meters and strips were requested to be returned for investigation. Replacement product was sent. The customer's normal range was 2.0-3.0 inr. The customer is not anemic, no antiphospholipid antibodies, heparin therapy, or direct thrombin inhibitors. No changes to coumadin dose, no new medications, or diet changes. Relevant retention test strips (lot 121348-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The returned meter serial number (B)(4) was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.1 inr and 2.1 inr. Donor hct: 45% and 44%. Donor 1: masterlot / customer meter and masterlot - 3.1 inr/ 3.1 inr. Donor 2: masterlot / customer meter and masterlot - 2.1 inr/ 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.